Manufacturer narrative:
Concomitant products: product ID 8709, lot # unknown, product type catheter; product ID 8709, lot # unknown, product type catheter; product ID 8709, lot # unknown, product type catheter.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, lot# unknown, product type: catheter. (B)(4). Analysis of the catheter (lot no. Unknown) found leaks between the metal pin and white material at the pump connector.